Event description:
A customer reports a patient that is overcorrected in both eyes following bilateral lasik surgery for monovision due to high voltage. This report is for the right eye, the left eye is being reported on manufacturer report number 3003288808-2010-00452. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)